Event description:
A patient reported they were not able to test on meter when needed because their one touch ultra allegedly would not power on. Patient didn't test on any other equipment. Patient reported symptoms of low blood sugar, sweating and shaking. Treatment was orange juice and peanut butter crackers. No further information has been reported.